Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl12120 vascular stent graft allegedly experienced failure to deploy and a retraction problem. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a 63-year-old male weighing 80 kgs.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for failure to deploy and retraction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The reported application presents an off-label use of the device. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency endovascular stent graft products that are cleared in the us. The pro code for the fluency endovascular stent graft products is identified.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for failure to deploy and retraction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency endovascular stent graft products that are cleared in the us. The pro code for the fluency endovascular stent graft products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl12120 vascular stent graft allegedly experienced failure to deploy and a retraction problem. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6)-year-old male weighing (B)(6) kgs.